Event description:
The manufacturer reports, via their internal device registration system, a pump explanted after 8 months implant duration due to infection. No patient symptoms or outcome were reported. The drug contained in the patient's pump is not known at this time. Additional information has been requested from the hcp, but was not available at the time of this report.